Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Event date has been changed to (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced they hospitalized due to the high blood glucose and diabetes ketoacidosis on december 4 with the blood glucose of above 400 mg/dl. The customer stated that the blood glucose was 390 mg/dl and they gave 5.9 units and then the blood glucose was 578 mg/dl and gave 10 units to bring down and did not. At that point nausea and vomiting and in bad shape and later that night after midnight customer¿s wife called ambulance and taken into emergency room. The customer was treated with the insulin pump, intravenous drip and insulin. The customer stated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. The customer stated that they had performed the high pressure test and self test and both were passed. The insulin pump will not be returned for analysis.